Event description:
The doctor has complained that the femoral cuts are not good (they don¿t look good when he puts the trials on). It is some what consistent. Case type: tka.

Manufacturer narrative:
Reported event: an event regarding revision from partial knee procedure to a total knee procedure involving 3.0 rio robotic arm - mics, catalog: 209999 was reported. Method & results: -device history review: a review of the DHR associated with rio 524found quality inspection procedures successfully passed. -complaint history: based on the device identification (pn (B)(4)) the complaint databases were reviewed from 2011 to present for similar reported events regarding inaccurate resection. There were other reported events for the listed catalog number (1774395 and 1703809). -conclusion: product inspection could not be completed because log files and session files were not provided after three communications to the mps.

Manufacturer narrative:
As part of normal complaint follow-up, an evaluation of the event has been initiated by mako surgical. A supplemental report will be submitted when additional information becomes available.

Event description:
The doctor has complained that the femoral cuts are not good (they don¿t look good when he puts the trials on). It is some what consistent. Case type: tka.